Manufacturer narrative:
Reference manufacturer's report: 9019871-2012-00108.

Event description:
It was reported the patient sustained a burn immediately following a shoulder arthroscopy procedure. No further information is available at this time. The manufacturer is attempting to obtain additional information regarding this event.